Manufacturer narrative:
Retailer discarded product.

Event description:
Consumer alleges using heating pad between her legs and received a minor burn on her thigh. There was not a report of property damage with this incident.